Manufacturer narrative:
The rv lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this right ventricular (rv) lead had high pacing threshold measurements. A chest x-ray was performed and it was concluded that the rv lead had perforated the heart wall. A revision was performed to initially reposition the rv lead; however, the physician was concerned that it would not position correctly. As a result, this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.